Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4-1 failed to close properly. The field service engineer replaced the sticky plunger clip on the drawer to fix the issue and tested the drawers in the application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the drawer kept failing. The customer reported that the malfunction occurred during the dispensing of the medication to a patient resulting in a delay in the dispensing workflow. There were no adverse events or injuries reported based on this incident.